Event description:
The facility representative reported an infusor pump with a condition of "all three lights alarm". This condition occurred during biomedical testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. A baxter service technician reported "alarm received and all lights were on after the pump started to run". This event occurred during product evaluation which may have caused an interruption of delivery. There was no patient injury, adverse event or medical intervention necessary. No additional information is available.

Event description:
This is a spontaneous report by a nurse from the USA regarding a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient's nurse contacted baxter technical services to request assistance in ending the patient's pd therapy session. The nurse stated the patient had experienced a cloudy drain and his daughter planned to take him to the hospital. The technical services representative provided the requested assistance. On (B)(6) 2010, additional information was obtained from the pd nurse: on (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the bacterial peritonitis. The bacterial peritonitis was ongoing. It was not reported whether the patient remained hospitalized. Pd therapy was ongoing. The nurse believed the bacterial peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots gd874859, gd873901 and gd872911 with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.